Event description:
A vaxcel PICC that had been therapeutically placed in a pt (age and gender unknown) in 2005 was found to exhibit a hole proximal to the suture wing on 11 november 2005. Upon further investigation of the returned device it was noted that the hole was distal to the suture wing. The device was removed from the pt and a replacement device was successfully implanted. No sequelae was identified by the complainant as a result of the reported problem.